Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening and opening assessed as surgical damage. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.